Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were stuck and pump was keep beeping unable to off till removed his battery. And had to press harder. Customer reported that the insulin pump had unexplainable no insulin deliveries and slower and noisier to rewind. No harm requiring medical intervention was reported. The device will not be returned for analysis.